Event description:
It was reported that at implant the right ventricular (rv) lead exhibited small r waves. The rv lead remains in use. No patient comp lications have been reported as a result of this event.